Event description:
Xen gel stint, ref: (B)(4), sn: (B)(4), lot 63135. Expiration date: 2023-02-28. Stint was not engaged properly. Stint was on top of plastic hub. The needle entered the patients eye. When deployed, no stint was available. Surgeon noticed stint on top of the plastic hub. FDA safety report ID # (B)(4).